Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the clock on multiple medstations was not correct. A technical support specialist dialed into the station and stated the device's time was behind by 6 minutes. Upon checking the network time protocol (ntp) settings, it was found that the device was syncing its time from the ip address however, despite syncing with the ntp server, the device's time was not updating correctly. To resolve the issue, the time was manually adjusted on the device. After manual adjustment, the device's time was corrected. The device functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es clock on multiple medstations were not correct. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.